Event description:
Burning in the area of the implantation of the interstim ii (B)(4) therapy and persistent pain lower back and abdomen. No relief of pain have been dealing with this pain since (B)(6) 2013 the day of the implant. Told my doctor on several occasions and was in the process of having it removed in (b)(6,) but doctor (B)(6) (ob/gyn) "talked me into" keeping it a while longer. I have since moved from (B)(6). And have an appointment with dr. (B)(6), a urologist at (B)(6). To talk about removal of the device. It has not brought much relief as the pain is unbearable at times and for three weeks have not turned it on due to burning and hurting in my back and abdomen and burning in the area of the stimulator implantation. This product seems to be defective, as I called medtronic a week ago and explained my symptoms and what the device does when I have it turned on and off. Medtronic inc. Interstim ii (B)(4) stimulator, electronic implantable for incontinence: implantable for sacral nerve stimulation regulation number (B)(4), PMA number n970004, supplement number s144 approved (B)(4) 2012.